Event description:
The customer reported a leak inside the coulter act diff 2 analyzer. The instrument was generating an error condition of vote outs for white blood cell and the differential parameters when the leak was noticed. The customer had opened the front door of the instrument and noticed blood smeared in the tube holder area. It was described as potentially old blood and about a ml. The operator was wearing personal protective equipment of gloves and glasses. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Field service engineer (fse) evaluated the instrument and did not find an active leak. The instrument was generating an error condition of vote outs for the white blood cell (wbc) and differential parameters. The fse replaced the check valves through all tubing connected to the wbc bath. The instrument ran giving proper differential and wbc results. The fse also replaced the hgb (hemoglobin) lamp, probe wipe and the tubing at the probe wipe as preventive maintenance. The repairs were verified per established procedures. Identified failure mode: the fse was unable to observe an active leak. The differential and wbc vote outs were repaired by replacing the check valves through all tubing connected to the wbc bath. No erroneous results were generated for this event. Upon recur; the defective tubing or check valves attached to the wbc bath is likely to cause erroneous results for all parameters due to sample carryover. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).